Event description:
The hospital reported that during procedure the cannulated screw broke off inside the pt upon insertion and after three turns. They were unable to remove the broken fragment from the pt.

Manufacturer narrative:
Device event or problem: the hospital reported that during procedure the cannulated screw broke off inside the pt upon insertion and after three turns. They were unable to remove the broken fragment from the pt. Deroyal: the sample was not returned by the end user for the ability to confirm the defect and that this is a deroyal product. Testing was performed by engineering and they were not able to replicate this included.